Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of damage. The bag was filled with deionized water and when it was held up there was a leak from the same location as identified by the customer. The reason for return was confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a autolog wash kit, the customer reported a leak around the connection between the bag and one of the outlets. The health care professional (hcp) opened another wash kit and only replaced the finished product blood bag. Not other part malfunctioned. There was no patient impact associated with this event. Medtronic received additional information that no damage was noted by the hcp. No visual, or audible abnormalities other then the leak form the bag as described in the report were noted. The leak was noted when the finished product was pumped into the blood bag. The hcp does not recall the fill (fluid) level of the reservoir, holding, saline, and waste bag at the time of the issue. No error warning or message appeared. The blood loss was minimal and unmeasurable. A transfusion was not required because of the leak. As soon as the leak was detected the bag was clamped and switched out.